Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Due to no sample return from complainer, issue reported could not be confirmed. Test result(s): defect confirmed [x] defect not confirmed results description: no sample.

Event description:
As reported by the user facility: while patient was receiving taxol infusomat pump infused over 30 minutes when it was programed for 90 minutes causing an over infusion issue.